Event description:
It was reported that the system gave a constant error when used. No further information was available on the nature of the problem. The customer stated that there was no patient consequence. Patient information requested, but unavailable.

Manufacturer narrative:
(B) (4). (B) (4). The hand piece was tested on a generator and found to be not functional. It no longer meets design specifications for continuity and phase margin. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for an error code to occur. Possible causes of continuity: causes that may contribute to this are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life causes that may contribute phase margin being out of specification are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life.